Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator had lower oxygen gas transfer than expected. The product was not changed out. The surgery was successful. No known impact or consequences to the pt.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available.(B)(4).